Event description:
The manufacturer received information alleging a trilogy 100 ventilator had an error code e-282 indicating internal battery depletion. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation where the code was confirmed. The device's power management printed circuit assembly was replaced to address the issue. Unrelated to the original complaint, the motor blower and stirring fan foam were replaced due to blower noise.